Manufacturer narrative:
Correction: sections d10 (concomitant medical products), h3 (device evaluated by MFR). The reported event could be confirmed, since the returned device matches with the alleged failure mode. The device inspection revealed the following: based on the visual inspection it can be concluded that the product has been very extensively used. The product shows several signs of dents damages and corrosion. However, it should be noted that the product is meant to be hammered and surface damage is not unusual for this product. Additionally, the connection between the hammer head and the handle appears to be severely damaged. The head and shaft broke at their brazing connection; the breakage surface indicates a fatigue fracture. Therefore, the hammer broke due to a high level of usages at the end of its life (normal wear). Due to the fact that this device was manufactured in 2011, and has more than 8 years of compliant performance, a material analysis was not deemed necessary, since if there were any material related issues, it would have been evident in the beginning of life of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The event was not caused by a deficiency of the product; the root cause of the reported event is not device related, but is rather clearly linked to improper handling & normal wear over years of usage and repeated sterilization cycles. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that, during a primary procedure for a right hip, that the head of the mallet came off during use. Another mallet was immediately available in the operating room and was used to complete the procedure successfully with no surgical delay. No adverse consequences reported.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that, during a primary procedure for a right hip, that the head of the mallet came off during use. Another mallet was immediately available in the o.r. And was used to complete the procedure successfully with no surgical delay. No adverse consequences reported.